Manufacturer narrative:
Evaluation summary: upon inspection and interrogation of the device, it was determined that the crystal had failed. Crystal amplitude was measured too low, while crystal resistance measured too high. A signal replacement crystal was installed and the crystal measured at a normal level. The change in serial number is believed to have been caused by the failed crystal. It has been noted that a low amplitude crystal signal can alter the microprocessor clock signal which is believed to cause erroneous data to be written on the micro ram.

Event description:
During a routine follow-up, the nurse experienced difficulty interrogating the device. Communication was briefly established and then displayed that the device had reset. The decision was made to explant the device.